Manufacturer narrative:
The lens was returned and the visual inspection found both haptics broken off near the optic. The optic has been cut and a wedge shaped piece of the optic is missing. The lens optic is discolored with cloudy white patches all over it. Light microscopy image and sem micrographs of the lens observed a non uniform flake like deposit on the surface of the iol. Elemental (eds) analysis of the flake like deposit detected carbon (c), oxygen (o), silicon (si), calcium (ca) and phosphorus (p). Eds analysis away from the deposits shows the base material to be carbon, oxygen and silicon. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Therefore, the exact root cause of the reported event cannot be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient has decreased blurred vision after a yag was performed due to posterior capsular haze. Clouding was seen on the lens after the yag. The lens was explanted approximately 10 years post implant and exchanged with another lens. Additional information has been requested, but no additional information has been received.